Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), kidney infection ("infection bladder/urinary tract/vaginal): uti kidney"), basedow's disease ("autoimmune disorder: grave¿s disease") and surgery ("additional surgery due to not healing correctly the first time") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included osteoporosis, arthritis and bladder infection from 2010 to 2016. Previously administered products included for an unreported indication: yaz from 2008 to 2010. Concurrent conditions included graves' disease. In 2010, the patient experienced basedow's disease (seriousness criterion medically significant), abdominal adhesions ("gastrointestinal or digestive system condition: adhesions;"), vulvovaginal pain ("vaginal pain/vaginal pain"), bladder pain ("bladder pain"), menorrhagia ("abnormal/heavy menses/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), back pain ("back pain") and pain in extremity ("leg pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced kidney infection (seriousness criterion medically significant), dysgeusia ("metallic taste in her mouth/metallic taste in mouth"), fatigue ("fatigue") and urinary tract infection ("infection bladder/urinary tract/vaginal): uti kidney"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and weight increased ("weight gain"). On an unknown date, the patient underwent surgery (seriousness criterion medically significant) and vaginal infection ("abnormal vaginal infection") with vaginal discharge. The patient was treated with surgery (hysterectomy except ovaries) and surgery (hysterectomy except ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, kidney infection, abdominal adhesions, dysgeusia, fatigue, dyspareunia, menorrhagia, abdominal pain, vaginal haemorrhage, urinary tract disorder, bladder disorder, dysmenorrhoea, urinary tract infection, nausea, weight increased, back pain and pain in extremity was resolving, the basedow's disease had not resolved and the surgery, vulvovaginal pain, bladder pain and vaginal infection outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, back pain, basedow's disease, bladder disorder, bladder pain, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, kidney infection, menorrhagia, nausea, pain in extremity, surgery, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: (B)(6) 2010: hysterosalpingogram: probable incomplete. Occlusion of the fallopian tubes on this examination bilaterally. Essure devices are in good position (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: incomplete occlusion of tubes; on (B)(6) 2011: total bilateral occlusion; on an unknown date: confirming proper placement of her essure devices. Urine analysis - on an unknown date: blood +3. (B)(6) 2010, pelvic ultrasound impression: 1.8 cm hypoechoic cyst within the left adnexa which may represent a hemorrhagic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), kidney infection ("infection bladder/urinary tract/vaginal): uti kidney"), basedow's disease ("autoimmune disorder: grave¿s disease") and surgery ("additional surgery due to not healing correctly the first time") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included osteoporosis and arthritis. Concurrent conditions included graves' disease. In 2010, the patient experienced basedow's disease (seriousness criterion medically significant), abdominal adhesions ("gastrointestinal or digestive system condition: adhesions;"), vulvovaginal pain ("vaginal pain/vaginal pain"), bladder pain ("bladder pain"), menorrhagia ("abnormal/heavy menses/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), back pain ("back pain") and pain in extremity ("leg pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced kidney infection (seriousness criterion medically significant), dysgeusia ("metallic taste in her mouth/metallic taste in mouth"), fatigue ("fatigue") and urinary tract infection ("infection bladder/urinary tract/vaginal): uti kidney"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and weight increased ("weight gain"). On an unknown date, the patient underwent surgery (seriousness criterion medically significant) and vaginal infection ("abnormal vaginal infection") with vaginal discharge. The patient was treated with surgery (hysterectomy except ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, kidney infection, abdominal adhesions, dysgeusia, fatigue, dyspareunia, menorrhagia, abdominal pain, vaginal haemorrhage, urinary tract disorder, bladder disorder, dysmenorrhoea, urinary tract infection, nausea, weight increased, back pain and pain in extremity was resolving, the basedow's disease had not resolved and the surgery, vulvovaginal pain, bladder pain and vaginal infection outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, back pain, basedow's disease, bladder disorder, bladder pain, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, kidney infection, menorrhagia, nausea, pain in extremity, surgery, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: (B)(6) 2010: hysterosalpingogram: probable incomplete occlusion of the fallopian tubes on this examination bilaterally. Essure devices are in good position (per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: incomplete occlusion of tubes; on (B)(6) 2011: total bilateral occlusion; on an unknown date: confirming proper placement of her essure devices urine analysis - on an unknown date: blood +3. (B)(6) 2010, pelvic ultrasound impression: 1.8 cm hypoechoic cyst within the left adnexa which may represent a hemorrhagic cyst. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia); autoimmune disorder: grave¿s disease; bladder or urinary problems or changes; device breakage; gastrointestinal or digestive system condition: adhesions, infection bladder/urinary tract/vaginal): uti kidney; nausea;leg and pain; perforation (uterus);additional surgery due to not healing correctly the first time; weight gain; other injuries: pelvic pain, abdominal pain, back pain, vaginal pain, metallic taste in mouth. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in her mouth"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), bladder pain ("bladder pain"), dyspareunia ("painful intercourse"), vaginal discharge ("abnormal vaginal discharge"), vaginal infection ("abnormal vaginal infection"), menorrhagia ("abnormal/heavy menses"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (patient hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysgeusia, fatigue, vulvovaginal pain, bladder pain, dyspareunia, vaginal discharge, vaginal infection, menorrhagia, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder pain, dysgeusia, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date confining proper placement of her essure devices. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.